Event description:
It was reported that using a femoral artery access approach during a procedure of the mesenteric artery after predilatation the 4.0 x 20 mm trek balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) and ruptured. It was noted that the bdc was being removed when resistance with the guide catheter was met and the device separated while in the anatomy. The guide catheter and both sections of the bdc were removed together as a system without issue. The procedure was completed using a stent and nc trek for post dilatation without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. Evaluation summary: the device was returned for analysis and the rupture was not confirmed likely because of the damage to the catheter which may have been perceived as a rupture. Due to returned device condition, resistance with the guiding catheter could not be tested. The reported shaft separation was confirmed and likely due to device damage during use and retracting with resistance. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no nonconforming material records (ncmr)that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the trek instructions for use (IFU) states that balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.